Event description:
During the procedure, the physician used a wilson-cook howell dash direct access sphincterotome to perform a sphincterotomy. Additional information provided with this report indicated the physician flushed the wire guide prior to use. The wire guide was advanced into the patient's common bile duct. At this time, the coating of the wire guide separated but did not detach near the distal end. The device was removed with no injury to the patient.